Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7752524, 510k #k123656, UDI#(B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical discectomy and fusion at c1-4. During surgery, when performing final tightening of mas crosslink locking screw, the hex part of the reported product mas crosslink set screw was broken. Instead of mas crosslink, two rod crosslink were installed and completed. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis: visual and optical review of the crosslink did not identify crack, fracture, breakage or deformation. The crosslink was returned with the hex tightened. Once the crosslink nut was loosened a functional check confirmed the implant was able to slide across the arms of the crosslink and tighten with no issue. No fault found as the implant appears to be capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.